Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was/is due to "voluntary recall (asymptomatic patient" and capsular contracture baker grade 4. The reported event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified weight to the spec, a crease fold, a deformation, and wear abrasion. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported a right side removal due to "voluntary recall (asymptomatic patient)" and capsular contracture baker grade 4. Device has been explanted.